Event description:
A report received from the USA stated an ht70 plus ventilator experienced a frozen screen during transportation of a pt. The pt was removed from the device, manually ventilated, then placed on an alternate ventilator. There were no pt injuries reported. The date of the event is unk.

Manufacturer narrative:
The returned ventilator was evaluated at the MFR service ctr. The covidien engineer was not able to duplicate the reported issue. Upon powering on the ventilator the touch screen was found to be responsive. However, upon further investigation the coin cell battery was found to be depleted. The coin cell battery was replaced. (B)(4).